Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional nine perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported sutures were coming out after device activation was confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported sutures were coming out after device activation appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with ten proglide device were attempted in the calcified right common femoral artery via 12fr sheath using the preclose technique prior to an aorta prosthesis implantation procedure. Reportedly, suture closing were not complete and the sutures were coming out after device activation. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.